Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the associated right atrial (ra) lead exhibited variable pacing impedance measurements, with frequent values that were low, out-of-range at less than 200 ohms. More recently, the ra pacing impendence measurement was normal at 914 ohms. It was noted there were atrial tachy response (atr) episodes from 2024 that showed noise and oversensing on the ra channel and at some point after that the device was programmed to vvi mode. No adverse patient effects were reported. The device remains implanted and in service. The ra lead remains implanted but not in use. The local sales representative reported that no surgical intervention was planned for the ra lead.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the associated right atrial (ra) lead exhibited variable pacing impedance measurements, with frequent values that were low, out-of-range at less than 200 ohms. More recently, the ra pacing impendence measurement was normal at 914 ohms. It was noted there were atrial tachy response (atr) episodes from 2024 that showed noise and oversensing on the ra channel and at some point after that the device was programmed to vvi mode. No adverse patient effects were reported. The device remains implanted and in service. The ra lead remains implanted but not in use. The local sales representative reported that no surgical intervention was planned for the ra lead.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This correction report is being submitted to correct the impact code in h6.